Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the insertion needle with no evidence to suggest a manufacturing related cause. The probable cause of a broken needle hub during insertion could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the needle hub broke during insertion. A new set was used successfully.

Manufacturer narrative:
The results of the investigation are incomplete at the time of this report. (B)(4).

Event description:
The customer alleges that the needle hub broke during insertion. A new set was used successfully.